Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a standard needle. The customer reports that during use, the cannula separated from the hub, migrated into the patient's skin, and stuck in their ligament.